Event description:
Patient presented to the physician with a subcutaneous infection at the neck incision site. Physician examined the neck incision and observed wound dehiscence exposing the stimulation lead. Physician brought the patient into the or and removed the entire inspire system. Post-op antibiotics were prescribed after the procedure was completed.